Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the sgc was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transseptal puncture was performed and observed to be more superior than the previously observed during tenting, but still on the membraneous part of the fossa ovalis. The steerable guide catheter (sgc) was advanced until the dilator tip was visible in the left atrium and the tip of the sgc was visible on the right side of the septum. At this point, the sgc could not be advanced further. Additional attempts were made, but unsuccessful. The sgc was removed and a second transseptal puncture was performed. Clear tenting was observed; however, after the puncture, the transseptal needle appeared to be more superior than observed during tenting but was in a different location that the first puncture. The sgc was re-advanced, but could not cross the septum. At this time, a right to left shunt was observed. Blood oxygen saturation was stable. Because the hospital had no septal occluder devices in storage, the decision was made to not undertake a third transseptal puncture and abort the procedure. No treatment was performed. No clips were implanted and the mr remained at 3-4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reviewed, and failure to advance the steerable guide catheter (sgc) appears to be related to patient morphology/pathology. The atrial perforation is a result of procedural conditions. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.